Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During the process of this complaint attempts were made to obtain complete patient and event information.

Event description:
It was reported that the patients ipg was explanted for an unknown reason at an unknown date.